Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was blood leak from a protective catheter during insertion. There was patient involvement, but not patient harm/adverse effects reported.

Manufacturer narrative:
No product was returned therefore no device analysis could be completed. A photo provided by the customer shows only the product packaging. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.